Event description:
It was reported that the patient's device was showing high impedance on system diagnostics. The patient is wearing a helmet and the physician strongly suspects that it might have caused a lead break on the neck area. X-rays were ordered, but are pending. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that high impedance was observed at an office visit. It was reported that x-rays were requested. The physician believes that the rim of the helmet caused a fracture in the lead. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.